Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03394. The patient has a cervical and thoracic scs system; this report is related to the cervical system. It was reported one of the patient's cervical scs leads migrated out of the epidural space. Subsequently, the patient is not receiving effective stimulation. Surgical intervention was scheduled to address the issue. Follow-up identified both of the patient's scs leads were replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.